Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery was depleted prematurely. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be an integrated circuit anomaly.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, a drop in battery longevity was observed. Abbott technical support was contacted and suspected premature battery depletion. As 8 months of battery longevity remained, no intervention was performed at this time. The patient will continue to be monitored, and device replacement is anticipated when the device reaches the elective replacement indicator (eri). The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.